Event description:
The customer reported the evis exera iii xenon light source displayed a b30 error during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issue occurred with 3 190 series scopes; however, the issue persisted. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, front panel crack and non-olympus lamp over 500 hours were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected based on available information at the time of the initial report submission: d8, g2, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, no problem was found with the device as the reportable malfunction could not be reproduced. Therefore, a definitive root cause could not be established. The event can be detected and/or prevented by following the instructions for use which state in "section 4.4 connection of an endoscope: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.